Event description:
It was reported that oversensing causing false atrial fibrillation (af) detection and noise were noted on the right atrial (ra) lead.  The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: w2dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.